Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the poly tetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that during initial implant, the stylet was unable to be removed from the left ventricular (lv) lead after the lv lead was positioned resulting in lv lead damage. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.